Event description:
Medtronic received information that seventeen months following the implant of this bioprosthetic valve, the patient presented with shortness of breath. The patient exhibited an ejection fraction of 40% with moderate/severe aortic insufficiency. The valve was explanted and replaced with a porcine valve. Upon explant the prosthetic valve looked to be in good condition. Additional information was received that there were no adverse patient effects.

Event description:
Medtronic received information that (B)(6) months following the implant of this bioprosthetic valve, the patient presented with shortness of breath. The patient exhibited an ejection fraction of 40% with moderate/severe aortic insufficiency. The valve was explanted and replaced with a porcine valve. Upon explant the prosthetic valve looked to be in good condition. Additional information was requested regarding the patient's condition following the explant; however, not received.

Manufacturer narrative:
(B)(4). Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared slightly distorted; oval shaped. Note: slight distortion suggested a sizing issue and/or squeezing the stent in excess. Part of the sewing ring appeared to have been removed during explant. Green and white multifilament sutures remained attached to the sewing ring. All leaflets were in the closed position with a slight gap between the coaptive ridges of the left and right cusps. All leaflets were slightly stiff but flexible except where tan thrombotic appearing host tissue filled the outflow on the left cusp. The free margin of the left cusp appeared adhered to the host tissue on the outflow creating a gap between the coaptive ridges of the left and right cusps. Abrasions noted on the lunula of the right cusp adjacent to the right non-coronary commissure appeared to be due to contact with the bias cloth on the outflow rail. A small tear was noted on the free margin of the non-coronary cusp adjacent to the right non-coronary commissure. A large tear was noted in the tunica of the non-coronary cusp adjacent to the right non-coronary inferior coaptive area appeared to have occurred during explant. Traces of pannus were noted along the outflow edge of the sewing ring extending to the outflow rail of the non-coronary cusp. Tan thrombotic appearing host tissue partially filled and stiffened the non-coronary cusp on the outflow. Tan thrombotic appearing host tissue appeared to have been removed on the outflow of the non-coronary cusp during explant. An unknown amount of thrombus appeared to have been removed on the outflow. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the analysis/investigation, there were no design, manufacturing or component anomalies that would have caused or contributed to the reported event. Reduced performance of the valve was attributed to thrombus and host tissue overgrowth. This finding is generally considered a patient related condition. Furthermore, stent distortion was likely due to patient anatomy and/or implant technique.